Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of noise due to suspected sense be node impairment resulting in an inappropriate shock. Device data was sent to rhythmcare for review. Data review confirmed the noise was not physiologic in nature. Rhythmcare then provided further troubleshooting and programming options. This device system remains in service. No adverse patient effects were reported.